Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had difficulty charging the ipg. The patient was unable to charge beyond two bars and battery depletes within a day. Database analysis revealed signs of depletion issues. It was believed that the patient had a malfunctioning device. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well post operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient was unable to charge beyond two bars and battery depletes within a day. Database analysis revealed signs of depletion issues. It was believed that the patient had a malfunctioning device. The patient will undergo a revision procedure.